Event description:
Ophthalmologist alleges pt developed acanthamoeba infection. Ophthalmologist stated the pt stored lens in saline overnight and did not clean them. The lens was re-inserted the next day. Pt was prescribed brolene and neosporin. Pt's visual acuity dropped to 20/60. Ophthalmologist stated the biopsies have not proven acanthamoeba organisms, but it is presumed. No additional info is available to ensure further investigation at this time.